Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found no damage to device. Error history log showed check clutch/plunger error. Functional test replicated the reported problem of check clutch plunger lever after every infusion began. Cause was malfunction lead screw, clutches and printed circuit board. Replaced lead screw, clutches, and printed circuit board. Device passed functional/delivery tests.

Event description:
It was reported that there was an error code which said check clutch plunger lever at the beginning of infusion every time. This error code came after the top cover was changed. The product fault occurred during preventive maintenance there was unknown patient involvement. And unknown patient harm.